Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional observations: brown particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left capsular contracture baker grade iii, swelling, pain. Small previously known fibroadenoma ¿periprosthetically, a narrow fluid gap with a width of up to 5 mm appears on the inner circumference¿ noted. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left capsular contracture baker grade iii, swelling, pain. Small previously known fibroadenoma ¿periprosthetically, a narrow fluid gap with a width of up to 5 mm appears on the inner circumference¿ noted. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left capsular contracture baker grade iii, swelling, pain. Small previously known fibroadenoma ¿periprosthetically, a narrow fluid gap with a width of up to 5 mm appears on the inner circumference¿ noted. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. H6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.